Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation the pacemaker was found in backup vvi mode. The device was explanted and replaced on (B)(6) 2018. No further information was available.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the cause of the bvvi was an unexpected error detected by the product code. The cause of the error could not be determined.